Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the vessel sealer extend instrument's movement was restricted. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and was compared to an in-house golden instrument, and was found to have the grip open ring dislodged at the proximal end. The set screw was still installed in the grip ring. The set screw was found to be stripped. The grip ring was not in its original position and could be manually moved up and down. The grip ring being dislodged affected the operation of the instruments jaws. The jaws would not open fully when attempted. The complaint was confirmed by failure analysis. The probable root cause is attributed to the instruments grip ring dislodged.